Event description:
A premature battery depletion reportedly occurred. The displayed residual longevity on (B)(6) 2016 was 31 months +/- 2 months, with an impedance oh 4.44 kohms and a magnet rate of 94 min-1. On (B)(6) 2017, the end of service (eos) was reached. The preliminary analysis revealed a normal battery depletion.

Manufacturer narrative:
(B)(4).

Event description:
A premature battery depletion reportedly occurred. The displayed residual longevity on (B)(6) 2016 was 31 months +/- 2 months, with an impedance oh 4.44 kohms and a magnet rate of 94 min-1. On (B)(6) 2017, the end of service (eos) was reached. The preliminary analysis revealed a normal battery depletion.